Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pulsed field ablation pulmonary vein isolation procedure, the patient developed a pericardial effusion. Following the transseptal puncture, the patient became hypotensive, and tee imaging identified the effusion near the left inferior pulmonary vein (lipv). Pericardiocentesis was performed to stabilize the patient. No performance issues were reported with any abbott device.